Manufacturer narrative:
The reported event of lead noise was confirmed in the laboratory. As received, the complete lead was returned in two pieces. The connector portion was 7.4 cm and the distal portion was 74.5 cm long. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 44.1 cm to 44.3 cm from the distal tip. The cause of the external insulation abrasion was consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of syncope. Upon examination, it was discovered the symptoms were caused by right ventricular lead noise oversensing that resulted in inhibition of pacing. The lead was reprogrammed to prevent inhibition of pacing. On (B)(6) 2020, the patient presented to the hospital and the lead was successfully explanted and replaced. The patient was in stable condition following the procedure.